Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, autoimmune disorder. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation with two 800cc mentor smooth round moderate plus profile saline breast prostheses, suffered several unexplained systemic symptoms, including interstitial cystitis, panic attacks, skin rashes, foggy brain, depression, anxiety, hair loss, joint and muscle pain, forgetful, headaches, cannot sleep, chronic inflammation, vision problems, numbing and tingling, flu-like symptoms, bruise easily, chest pain, constant pressure and dent in the right breast. The patient was also diagnosed with bilateral breast capsular contractures (baker grade IV). No device issue such as rupture was reported. The root cause of the patients symptoms is unclear. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis.